Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had t-wave over sensing when patient's intrinsic rhythm exceeded 120 beat per minutes which caused the device to believe that the patient was having ventricular tachycardia. The device parameter was changed. The device is still in use. No patient complications have been reported as a result of this event.